Event description:
Our affiliate is reporting that during an arthroscopic knee repair, 5 meniscal fasteners deployed correctly, however, their sutures failed to hold; part # 228310, 1 each from lots 0710083 & 3177778 and 3 from lot 3154987. It is reported that the sutures on all 5 devices broke or was inadvertently cut after snuggling the knot down for fixation this resulted in all 5 devices falling into the patient's knee joint. At this point in time, in order to remove the radidloc devices and to repair the meniscus, the surgeon chose to perform a menisectomy for remedy. All of the "top hat" portions of the rapidlocks were removed from the body, however, the "back stop" portion of the devices were not able to be retrieved and remain in the joint space. This procedure was concluded successfully without further issue or harm to the patient. Also see associated mdrs 1221934-2008-00490, 00491, 00492 and 00493.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device towards conducting a failure analysis. We are also engaged in the processes of information gathering. When all that can be had, is had and evaluated, those results will be the subject of the follow up report.